Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a cardiac tamponade was observed following implant of the left ventricular (lv) lead. The tamponade was treated with a pericardiocentesis. The patient was in stable condition.